Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of prosthesis wear which may have been due to orientation of the acetabular cup, edge loading/impingement, and/or patient related factors. However, this cannot be confirmed because the component was not returned for evaluation and x-rays were not provided. Concomitant devices: - biolox delta femoral head 36mm od, +0mm (cn: 170-36-00, sn: (B)(6))

Manufacturer narrative:
Concomitant devices: biolox delta femoral head 36mm od, +0mm (cn: 170-36-00, sn: (B)(4)). Pending engineering evaluation.

Event description:
Revision due to prosthesis wear of 36mm neutral acetabular liner 3 years after the original surgery. Liner and 36mm biolox delta femoral head revised. Pain, weakness, and ¿osteolysis of the acetabular roof eroding into the anterior column¿ were noted in addition to eccentric poly wear.